Event description:
Customer states that the immage system was recently serviced and the instrument calibrated and controls were within acceptable ranges after the svc. The following day the program status screen did not correctly reflect the 4 positions currently used on the instrument. A sample wheel alignment the following day corrected the condition. A sample wheel mis-alignment, causing status screen sample info and actual system status to be different could lead to results being posted to the incorrect pt demographic info.